Event description:
Used intrivo/accessbio's on/go covid-19 antigen self test. The test was negative, however, the app incorrectly logged the test as positive and logged the test result multiple times as positive. Access, bio, inc. FDA safety report ID# (B)(4).